Event description:
The patient's wife stated, that her husband was ill and not eating in 2007. As she was at work on that day, the patient's brother visited and checked the patient's blood glucose. She stated that a blood glucose value over 500 mg/dl would display as "high", which was what the patient's brother observed. When she arrived at home, she checked the patient's blood glucose three times. She observed "high" displayed on each occasion. She contacted a nurse at his physician's office, who advised her to take him to the emergency room and to give the patient an 8 unit bolus of insulin using the infusion device. As she attempted to deliver the bolus of insulin, the infusion device audibly alerted her to an 04 (occlusion) error. Upon arrival at the emergency room, his blood glucose value was 803 mg/dl and he was diagnosed with diabetic ketoacidosis. She stated that he was given IV insulin while in the hospital. While in the hospital, the patient's diabetes educator participated in troubleshooting the infusion device. Although, she inadvertently cleared the bolus and alarm histories. It was determined that the time and basal rates were set correctly. During troubleshooting, the patient's wife stated, that he had "knots" on his abdomen related to his infusion sites. She also conveyed that, he was diagnosed with pneumonia in the emergency room and he is on dialysis. The patient's wife was advised to change the piston rod. She was also provided guidance related to infusion site management. The occlusion error did not recur and troubleshooting did not find any specific issues with the product. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.